Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have this left ventricular (lv) lead implanted in the right ventricular (rv) port. This resulted in oversensing and elevated sensing integrity counter was observed. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.